Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, lot# l56474, implanted: (B)(6) 1999, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained hydromorphone [10 mg/ml] at an unknown dose. It was reported the representative was assisting with a pump replacement, and the hcp was unable to aspirate the catheter, so it was not cleared of drug. The representative stated there was no volume discrepancy with the explanted pump, so the hcp was not concerned with the patency of the catheter. The catheter remained implanted with the new pump. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). An 11.2 ml of drug was aspirated from the patient's old pump and injected into the new pump. The dose was noted to be 1.050 mg/day. No surgical intervention occurred and none was planned. The patient was noted to be "alive - no injury". No further issues were reported or anticipated.